Event description:
The hospital reported that during the saphenous vein harvesting procedure, the endoscope was not working. No additional information was provided by the hospital. The hospital did not report any pt complications. Following a visual analysis in may 2004, it was found that the image is foggy. This is a reportable malfunction.